Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was 127 mg/dl at the time of incident. Customer stated that the insulin pump was able to rewind. Drive support cap was normal. Customer stated that the insulin pump had unexpected restart alarm. Customer was able clear alarm. Customer stated that the insulin pump had no delivery alarm. Customer was assisted with troubleshoot and insulin was exited. Customer was assisted with self test and result of self test unknown. Customer stated that the insulin pump was replaced on the base of motor error troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self-test, a21 error test. No unexpected a21 and a17 alarms noted during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No motor error alarm or unexpected no delivery alarm noted during testing. (B)(4).